Manufacturer narrative:
A root cause could not be identified. Based on the investigation, the foreign material in the scope was most likely caused by the scope not being reprocessed according to the instruction for use. The event can be detected/prevented by following the instructions for use which state: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects in the air/water tube and cylinder. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the unique device indicator (UDI). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.